Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remove manager connecting the refrigerator to our pyxis device on the blue team appears to have failed. User tried to access the refrigerator this morning nursing staff could not get the rm to unlock and open the door, leading them to fail the hardware and we are unable to recover it locally. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the remote manager was not sensing closed. A field service engineer (fse) replaced both latch and the controller to resolve the issue. The system functioned as intended after field service engineer repaired the device.